Event description:
Reportedly, the smartview connect still displayed the error message "communication failure" despite bluetooth activation.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned smartview connect was tested and the reported issue was reproduced, since it was not possible to pair it with a test pacemaker. Analysis of the extracted log files did not reveal any anomalies, and showed few attempted communications between the smartview connect and the implant. It could be hypothesized that this issue resulted from a hardware issue on the smartview connect, or from an issue at the level of the android layer used by the device to manage bluetooth communication. Nevertheless, none of these hypotheses could be confirmed with certainty. It was confirmed that the pacemaker was finally correctly paired with a second smartview connect. This case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect still displayed the error message "communication failure" despite bluetooth activation.